Event description:
A serious, (B)(6), spontaneous case was received from a male consumer. No further demographic information was provided; pt's initials were anonymized. Concomitant medications and medical history were not provided. The consumer reported that he used massaging gel insoles for four hours on (B)(6) 2011. Indication for product use was not provided. The consumer reported he experienced a "semi half circle bruise" on his left foot. He reported "the podiatrist said it has changed my whole life and I will never walk right again" and that he has to walk with a cane. He also stated "they hurt me". No further information was provided regarding the event and it is unk if the event abated. Dechallenge/rechallenge information was not provided. Used: once. Therapy dates: (B)(6)2011. Adverse event: gait disturbance (gait disturbance), contusion (bruising of foot), walking disability (walking disability). Pain (pain nos). (B)(4).